Event description:
It was reported that there was a suspected lead fracture. The lead was left in the patient. During implant attempt of the replacement lead, the helix could not be extended. The lead was apparently not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4). Lead remains in the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.